Event description:
It was reported that the sys 9800 displayed a communication error and an overload error. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verfied. It was determined that high voltage cable was defective causing the communication error and the high voltage tank was arcing causing the overload error. Both the cable and the tank were replaced. The system was tested and found to be working as intended and placed back into service.